Event description:
Medical laboratory technician was placing the red stopper cap on a vacutainer tube when the tube broke, causing the technician to sustain a puncture/laceration to thee left index finger. The pt blood source was known to be hepatitis c positive. The employee was discovered to convert positive to hepatitis c (rna) 8/22/95. The employee had been given a full series of hepatitis b shots in the past. Following exposure, the employee was given a booster hepatitis b injection, in addition to a tetanus toxoid. Pt was subsequently given a total of 4.8 cc's of h-big, separated into two doses, prior to seroconversion. The date the incident occurred was 6/20/95.